Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as fiber optic connector broken.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.